Event description:
It was reported that the patient experienced syncope and presyncope, and sustained a bruise to the forehead. The right ventricular (rv) lead has exhibited elevated thresholds since implant, and during interrogation, exhibited intermittent loss of capture. The lead output was reprogrammed, but intermittent loss of capture persisted. When programmed unipolar, the patient experienced pocket stimulation and felt uncomfortable. The lead outputs were reprogrammed, and the lead was later capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.